Event description:
Depuy spine was made aware of legal action being taken by a charite artificial disc pt. It was reported that the pt was implanted with three charite at l3/4, l4/5 and l5-s1. Info reports that pt continues to have pain post implant.

Manufacturer narrative:
No definitive conclusion can be made at this time. Using three charite implants in one pt is an off label use. Charite is approved for use as a one level (l4-s1) implant only as stated in the instructions for use (IFU) supplied with each device. This also goes against the recommendations made in the surgical technique as well as the info supplied at the time of surgeon training.